Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was interrogated and the programmer message stated the device was operating in safety mode. However, the device settings did not change to the expected safety mode parameters. Device data was submitted to technical services for review. Engineering analysis confirmed the device had undergone multiple power on resets and was likely resetting at the time of the programmer interrogation, causing the device to escape entering safety mode. Device replacement was still recommended, as the device was at risk of entering safety mode during any remote monitoring or programmer interrogations. The distributor representative reported that the device would be explanted and replaced the following day. No adverse patient effects were reported. Additional information was received, confirming the device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.